Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad) in 2003. About two months later, the hosp contacted the MFR reporting that a pt had expired from abdominal bleeding. The cause of the bleeding is unk at this time. Black dust was noted on the vent filter and thinning of leaflet on inflow valve was also noted upon explant.